Manufacturer narrative:
It was reported that the side rail assembly is broken and will no latch in the upright position. This is not likely to harm the patient as the restraint straps are the primary means for restraining the patient. The plastic edge on the broken rail was determined to not be sharp enough to cause or contribute to serious injury or death if it was to reoccur. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient left siderail is broken in half with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient left siderail is broken in half with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.